Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: three-zero incision starting to open and spitting out sutures. Removal of suture spitting out and antibiotic therapy. Unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient. Removal of sutures. Post op: infection in the incision.